Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other incidents for an inflation issue or tear/hole in the shaft reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation in the left main artery. A 2.8 x 19 mm graftmaster was advanced to the perforation; however, it could not inflate. The device was removed and the perforation sealed on its own. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.